Event description:
It was reported a patient experiencing muscle stimulation presented to clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi mode. It was noted that the patient had received ultrasound therapy on his shoulder. After a software download, normal device function resumed.